Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 cubie a3 was not detected on the bus. A field service engineer (fse) attempted to reboot the station and recover the hardware, but drawer 4 did not recover after the initial reboot. The row board tray and all drawer controller board connections on drawer 4 were reseated, and the station was rebooted again without resolution. The row a tray on drawer 4 was then replaced, after which the station was rebooted and drawer 4 recovered successfully. The fse next reseated all components on drawer 5 and rebooted the station, but the drawer did not recover. Upon inspection, the row board cable was found to be damaged with signs consistent with liquid exposure, so it was replaced. After rebooting the station, all affected drawers recovered successfully. The fse performed preventative maintenance onsite additionally which covering inspection of the top panel with no damage observed, verified proper operation of the bio ID scanner, barcode scanner, and keyboard, reseated the pyxibus cable, and rebooted the station per standard procedure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 cubie a3 was not detected on the bus. However, there were no delay in patient care and no adverse events or injuries reported based on this event.